Event description:
It was reported that an asymptomatic patient presented to clinic on (B)(6) 2017 for follow up. Upon interrogation the device exhibited high charge time. Cap maintenance was performed which reported a reasonable charge time. It was noted that the device had same programmed settings and had only high voltage charging for cap maintenance. The patient presented to emergency room on (B)(6) 2018 with palpitations. The patient was concerned that the device was not working due to high charge time during the last clinic visit. The device was interrogated and cap maintenance was performed which revealed high charge time. Since the patient was dependent with charge time issues and the device was on advisory the device was explanted and replaced on (B)(6) 2018. The patient was in a stable condition before, during and after the procedure.

Manufacturer narrative:
The field event of a long charge time was confirmed. The charge log in the device image was reviewed and an extended charge time was seen during a capm. The device was bench tested and a long charge time was seen during a high voltage shock. All other device functions were normal. The hv capacitors were sent to the manufacturer for further analysis. An internal capacitor anomaly was found to have been the cause of the extended charge time.